Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a low troponin t hs (tnths) result for 1 patient tested on a cobas 6000 e601 module. The initial tnths result was 11.48 ng/l. The initial result was reported outside of the laboratory but was questioned by the doctor. The repeat tnths result was 217.90 ng/l. The same patient sample was tested on another analyzer with tnths results of 209.5 ng/l, 210.4 ng/l, 209.6 ng/l, 211.7 ng/l, 210.1 ng/l, 208.4 ng/l, 211.9 ng/l, and 209.1 ng/l. There was no allegation of an adverse event. The tnths reagent lot was 34585200 with an expiration date of 31-dec-2019. The provided qc data gave no indication of a reagent or instrument issue. The analyzer alarm trace contained no conspicuous events. It was noted that the pre-wash needles were not bent, no problems with the procell/cleancell lines, and the filters were okay. The investigation did not identify a product problem. The cause of the event could not be determined.